Manufacturer narrative:
Philips service reformatted the image disk and recreated the image store. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that free image space too low causing imaging issues on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.